Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he was in the hospital and received a no delivery alarm on the insulin pump during a bolus. The blood glucose reading was 347 mg/dl. Customer was advised to run a 5 unit fixed prime and stated that insulin did exit but that the insulin pump alarmed no delivery. Customer was advised to replace the reservoir and infusion set. Nothing further was reported.